Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 each 25mm ezio needles could not separate stylet from needle hub after insertion. One stylet cracked as they tried to unscrew it from the needle. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot confirmed. No corrective/preventative actions will be assigned.

Event description:
It was reported that 2 each 25mm ezio needles could not separate stylet from needle hub after insertion. One stylet cracked as they tried to unscrew it from the needle. There was no patient injury.